Manufacturer narrative:
The manufacturer has made several requests to the site to ask for the device to be returned, however the site has not complied. The manufacturer also asked for a photograph of the device in question and have not received that either. The importance of following the IFU especially correctly positioning the microcatheter over the straight segment of the platinum coil was explained to and understood by the physician. This will be considered a final report. If additional data becomes available, a follow-up report will be submitted.

Event description:
The physician made the first pass with the retriever and was unsuccessful in retrieving thrombus. During the second or third pass with the same device, the physician did not advance the microcatheter just proximal to the proximal helix loops, however he torqued the device. The device had a small kink in it proximal to the helix. The physician tried to advance the microcatheter proximal to the helix proximal loops but was unable to due to the kink in the device. The physician pulled on the device and microcatheter with a significant amount of force, and the tip of the retriever detached. The physician tried to snare the detached tip but was unsuccessful in retrieving the tip. The patient was no worse because of the event and continued to suffer an mca stroke.